Event description:
It was reported that at a follow-up visit it was noted there was a device reset due to a flipped bit. The device was reprogrammed. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed a power on reset occurred on (B)(6) 2011 likely due to a flipped bit and the programmed settings were restored by the device.

Event description:
It was reported that at a follow-up visit it was noted there was a device reset due to a flipped bit. The programmed settings were restored by the device. The device remains in use. No patient complications were reported as a result of this event.